Event description:
I have gained weight since implantation of essure coil. I have had constant bloating was pain associated with this. I have cramps when I ovulate, which didn't happen until after essure. I get sharp/stabbing pelvic pain at times. I have cervical dysplasia, which I did not have prior to essure. I have night sweats which I never did. I have stabbing at the vaginal entrance at times. I have constant breast pain/tenderness/stabbing pains. I have joint and hip pains. I now have heartburn all the time to go with the bloating. I now get migraines. I have been having dizziness often lately. I have brain fog, cloudiness, forgetfulness and short term memory loss. I didn't have any of those prior to essure. I have heart palpitation/skipped beats now.